Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. Low lead impedance was also noted. A fluoroscopy revealed possible insulation damage. The lead was capped.

Manufacturer narrative:
Na